Event description:
It was reported that during a tvt procedure, while passing the needle through the tissue, the needle detached from the tape. The surgeon had to complete the operation by pulling the tape manually. There was no injury to the pt.